Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Hence, not explanted. (B)(6). The device has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that lens is defective. Through follow-up it was clarified that when unfolding the lens, one of the haptics was hooked to the injector. When trying to manipulate it, the lens remained in the incision and they decided to remove it, without being able to put it back in the injector, so they used a spare lens. Both the lens and the cartridge were in contact with the patient's eye, but the patient was not affected in any way. No further information has been provided.

Manufacturer narrative:
Additional information and corrected data: through follow-up it was learned that the lens remained in the injector and no additional instruments were used to manipulate it. Based on this information, event is assessed as no longer reportable. Therefore, no further information will be submitted under MFR report number 3012236936-2022-01228. Note: re-sending follow-up #1 as follow-up #2, since we did not receive an ack3 pass. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: upon further review, it was learned that the lens remained in the injector and no additional instruments were used to manipulate it. Based on this information, event is assessed as not reportable. Therefore, there will no longer be any further reporting under MFR report number 3012236936-2022-01228. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.